Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) is malfunctioning due to pressure releasing prematurely. The ipp is currently implanted, and a revision appointment is booked. There were no patient complications reported.